Event description:
Based on the information received on (B)(6) 2018 the case became serious because of important medical event of methylobacterium species in synovial fluid culture this unsolicited case from united states was received on (B)(6) 2017 from a pharmacist. This case concerns a (B)(6) female patient who received treatment with synvisc one and on the same day had pain, swelling, later after 5 days had stiff knee, after 18 days had methylobacterium species in synovial fluid culture and after unknown latency got knee aspirated. No past drug, concomitant medication or concurrent condition was provided. The patient did not use any prosthetic device. Right degenerative knee joint on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for degenerative right knee joint. The same day, the patient had pain and selling (symptoms occurred in right knee). On (B)(6) 2017, after 1 day the patient's knee was aspirated and culture did show growth of an undetermined species. The knee was again aspirated on (B)(6) 2017 (latency 18 days). He said the physician collected culture each the fluid each time. The cultured fluid from second aspiration on (B)(6) 2017 did not see growth. The same day, the tested fluid that did have growth was finally determined to a "methylobacterium species". It was unknown if the patient had recovered. There was no mention of or any evidence of worsening or severe changes to the patient's right knee. It was unknown if recalled lot was used. No fever was reported. No blood work was done. There was no mention of or any evidence of worsening or severe changes to the patient's right knee and no infections corrective treatment: knee aspirated for knee aspirated; not reported for rest of the events outcome: unknown for methylobacterium species in synovial fluid culture, stiff knee, knee aspirated; recovered for swelling, pain a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6) 2018. Case became serious. Preferred term for the event of methylobacterium species in synovial fluid culture was updated from synovial fluid analysis abnormal to methylobacterium infection. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 20-feb-2018: this case concerns who received synvisc one injection and later had methylobacterium species in synovial fluid culture. Based upon the available information, the causal role of the product cannot be denied for the occurrence of event. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further, information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.